Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the sheath got stuck advancing to the heart and the patient experienced a hemorrhage at the distal inferior vena cava (ivc) with hypotension. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. Issues were encountered when advancing the sheath to the heart to perform the transseptal puncture (tsp). It seemed like it was getting "stuck" somewhere by the ivc. Fluoroscopy was not being used when advancing the sheath. It was also difficult inserting devices into the sheath and withdrawing them through it. The sheath was replaced with another faradrive, and fluoroscopy was used this time to advance the device. The new sheath also had issues advancing near the same spot as the first sheath but was still able to be positioned for the tsp which was performed without issue. Ablation was performed and ultimately completed, but near the end of ablation the anesthesia team became concerned as the patient's systolic blood pressure had dropped into the 50's. Angiography was performed, and the patient received blood products and emergency medication. A computed tomography (CT) scan was performed before exploratory surgery was conducted. A hemorrhage was found at the distal ivc and was surgically repaired. The patient was admitted to the hospital but recovered from the complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the sheath got stuck advancing to the heart and the patient experienced a hemorrhage at the distal inferior vena cava (ivc) with hypotension. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. Issues were encountered when advancing the sheath to the heart to perform the transseptal puncture (tsp). It seemed like it was getting "stuck" somewhere by the ivc. Fluoroscopy was not being used when advancing the sheath. It was also difficult inserting devices into the sheath and withdrawing them through it. The sheath was replaced with another faradrive, and fluoroscopy was used this time to advance the device. The new sheath also had issues advancing near the same spot as the first sheath but was still able to be positioned for the tsp which was performed without issue. Ablation was performed and ultimately completed, but near the end of ablation the anesthesia team became concerned as the patient's systolic blood pressure had dropped into the 50's. Angiography was performed, and the patient received blood products and emergency medication. A computed tomography (CT) scan was performed before exploratory surgery was conducted. A hemorrhage was found at the distal ivc and was surgically repaired. The patient was admitted to the hospital but recovered from the complications.